Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had scratches on the insulin pump's screen that made it harder to read. The customer also reported frequent battery changes on the insulin pump. Insulin was also reported to be squirting out during the prime process. Blood glucose reading was unknown. The insulin pump will not be returned for analysis.